Manufacturer narrative:
(B)(4). Perfusionist (ccp) stated he wasn't sure what got on screen but it's gone now and is working great. The ccp does not know the serial number of the ccm as he has lost track of it after the event. The field service representative (fsr) did visit the user facility to double check and no problem was found on any ccm. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the central control monitor (ccm) was intermittently locking up. The mouse/cursor would catch on the dark spot on the screen. The device was not changed out. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.